Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of unintended activation/motion and device running in locked position identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the electric pen drive device ran in locked position and had unintended activation/motion. It was further observed that the device had insufficient/low power. It was further determined that the device failed pretest for checking sped with tachometer, checking power with power test bench, checking function in lock mode with epd hand switch and checking for unintended motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.